Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of an umbilical hernia, which warranted outpatient surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a probable contributory role in the exacerbation of the patient¿s preexisting umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient recently had hernia surgery. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient successfully underwent umbilical hernia surgery. The hernia was reportedly present prior to the patient beginning pd. The pdrn stated the patient was aware of the possibility of the hernia worsening prior to initiating therapy. The patient¿s nephrologist ordered low volume (800 ml) fills for 4-6 weeks following surgery, after which the patient will resume the previous ccpd prescription. Additional information was requested (e.g. Complete past medical history, medication list, treatment data), however the pdrn stated not feeling comfortable sharing additional information. The patient is recovering from the events and is continuing to utilize the same liberty select cycler as before the surgery. Per the pdrn, there is no fresenius device, drug or product malfunction which occurred. The patient¿s hernia worsened due to the act of undergoing pd therapy. The pdrn reported being aware of the patient¿s bloody effluent fluid. Given the patient's recent umbilical hernia repair, it is reasonable to note blood in the peritoneal effluent fluid the first day or two following surgery. The pdrn stated there is no concern the patient's liberty select cycler caused the bleeding.